Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from coaguchek inrange meter serial number (B)(4) with two test strip lots compared to the laboratory result with the neoplastine cl + method. The elapsed time between the results was not known. This medwatch will cover test strip lot 35349819. Refer to medwatch with patient identifier (B)(6) for information on test strip lot 36889311. The result from the meter with test strip lot 35349819 was 5.1 inr and the result from the laboratory was 3.7. The elapsed time between the meter results was not known. On (B)(6) 2019 the result from the meter with test strip lot 35349819 was 4.5 inr and the result from the laboratory was 3.2. The elapsed time between the meter results was not known. On (B)(6) 2019 the result from the meter with test strip lot 35349819 was 4.6 inr and the result from the meter with test strip lot 36889311 was 4.6 inr. The result from the laboratory was 3.26 inr. The elapsed time between the meter results was not known. On (B)(6) 2019 at 10:50 am the result from the meter with test strip lot 35349819 was 5.6 inr. On (B)(6) 2019 at 11:00 am the result from a different coaguchek inrange meter with test strip lot 36889311 was 5.7 inr. On (B)(6) 2019 the result from the meter with test strip lot 36889311 was 5.6 inr. The time was not provided. On (B)(6) 2019 at 11:35 am the result from the laboratory was 3.86 inr. There was no adverse event. The customer's therapeutic range was 3 - 4.5 inr. Relevant retention test strips were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.